Event description:
A customer contacted beckman coulter (bec) reporting intermittent hemoglobin (hgb) reproducibility issues on three (3) patient samples generated on the coulter ac*t differential hematology analyzer. The customer also reported that platelet (plt) was failing startup and there was a drip coming from the probe area after startups. The three (3) patient samples were analyzed three (3) times each on the act diff instrument and once on an alternate instrument within the customer's reference laboratory. The act diff did not give any instrument generated flags/messages for any of the patient runs. For patients 1 and 2, the initial act diff run gave low results for white blood count (wbc), red blood count (rbc), hemoglobin (hgb), platelet (plt) with higher mean corpuscular hemoglobin (mch) / mean corpuscular hemoglobin concentration (mchc) when compared to sample reruns on the same and alternate instrument. For patient 3, all runs on the act diff run gave lower results for wbc, rbc, hgb, and plt with higher mch/mchc when compared to results from the alternate instrument. No erroneous results were reported out of the laboratory. The results provided by the customer are shown in the attachment section of this report. Patient demographics (age, date of birth, gender, and weight) was not provided by the customer. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. There were no reports of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched on (B)(4) 2013 to evaluate the instrument. The fse found that the wbc's, rbc's, hgb and plt were not reproducing as expected, the filters were very dry and probe wipe was worn. Fse did not witness the probe dripping. The fse performed a decontamination procedure, and replaced filters and the probe wipe. The service activities performed corrected the plt failing startups, the probe drip and the reproducibility issue. Failure mode is the filters and worn probe wipe.